Manufacturer narrative:
Result: investigation is ongoing, and no reportability can be determined presently because of the available limited info. A follow-up will be filed upon the investigation is completed, because the info received is too vague to determine the potential risk to safety.

Event description:
It was reported by service report that the bed was broken. No pt involvement or adverse consequences were reported.